Manufacturer narrative:
Reported events device dislodgement and failure to capture were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment and further analysis including output verification were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture at max output post-fixation and release. Under fluoroscopy imaging, it was confirmed that the rvlp had dislodged from the septal wall and have migrated towards the tricuspid valve within the right ventricle. The rvlp was then retrieved and not implanted on (B)(6) 2025. The procedure was abandoned with no replacement implanted. Patient condition was stable.